Manufacturer narrative:
Per tandem¿s user guide: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple minimum fill notifications occurred after filling multiple cartridges with 110 units of insulin. Additionally, it was reported that the customer filled tubing while connected at the site. The customer¿s blood glucose level was 101-295 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.